Manufacturer narrative:
Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed multiple kinks and the shaft burst 62.5cm from the tip. Microscopic examination revealed no damages. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported material separation of the device occurred inside of the patient. The 90% stenosed, moderately calcified target lesion was located in the peripheral artery a 2.1mm jetstream xc catheter was successfully used to treat peripheral artery disease (pad). At the end of the procedure, it was noted that the jetstream xc catheter took longer than expected to advance. Upon removal of the jetstream xc catheter, it was noted the outer plastic material along the shaft of the device had peeled back. The 2.1mm jetstream xc catheter was removed in one piece and the patient was checked for any foreign body, but nothing was found to be left inside of the patient. There were no patient complications as a result of this event.